Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm was noted. The motor passed the motor test. The insulin pump was received with a scratched display window.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 125 mg/dl. Customer stated that she was giving a bolus when the alarm occurred. Customer was advised that a false motor error alarm can be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer was advised that the insulin pump will need to be replaced. No additional information provided.